Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a false negative result associated with bact/alert® iast (reference 259786). Biomérieux investigation was conducted. Bact/alert iast IFU, 9308858 c-2014-11-04 was reviewed. The sample collection and validation section of the IFU states: "samples for testing may possess antimicrobial properties because of the presence of specific antimicrobial compound(s) or because of its formulation. The antimicrobial property, if not neutralized, may cause a false negative result. Prior to routine use, the user should validate the suitability of the method for each sample type and volume in the bact/alert iast culture bottles per the validation requirements described in the united states pharmacopeia (usp) or european pharmacopoeia (ep)." Limitations of the test: "1. The laboratory is responsible for validating the bact/alert system and culture bottles for their testing purposes. Users considering the bact/alert system and culture bottles for release of medical products, including human biological substances, should first consult their appropriate regulatory agency for requirements." Performance characteristics of the test: "staphylococcus aureus nctc 10788 / atcc® 6538¿ with 20 cfu/bottle at 32.5 degrees c detection time is reported as 1 day." The growth performance release test is performed at 32.5 +/- 1 degrees c. A low inoculum of the organism and a lower incubation temperature can result in variable results. The performance characteristics of the test in table 1 of the IFU from seeded studies incubated the bottles at 32.5 degrees c with an inoculum of 20 cfu per bottle and achieved a detection time of 1 day and 2 days for the usp/ep growth performance test. Per bact/alert iast 9308858 c, the user should validate suitability of the method for each sample type and volume in the bact/alert iast culture bottles per the validation requirements described in the united states pharmacopeia (usp) or european pharmacopoeia (ep). The bact/alert I ast IFU provides sufficient direction regarding the requirement to validate their test method per the validation requirements described in the united states pharmacopeia (usp) or european pharmacopoeia (ep). (30-35 degrees c for staphylococcus aureus). The investigation concluded the root cause of the issue reported by the customer was determined to be off-label use (i.e. Not incubating the bottles at a recommended temperature).

Event description:
A customer in the united states notified biomérieux of a false negative result associated with bact/alert® iast (reference 259786). The iast lots are industry specific lots and are often used at the usp temperature 22.5 c and expected to recovery aerobic staph aureus in < 5 days. There is no reported adverse event associated with the laboratory user of this product. This product is not for clinical use; however, there is a similar product that is used in a clinical application. An internal biomérieux investigation will be initiated.